Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, missing shell, and underweight device. A visual and microscopic analysis were performed which identified a sharp break on the posterior side assessed as a surgical impact opening, and stress mark on the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as a surgical damage openings and missing shell assessed as inconclusive. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.